Event description:
A 3.0mm diameter x 12mm length endeavor rx drug-eluting coronary stent was deployed in a patient with ami to treat a total occlusion at the distal part of a previously deployed stent (other manufacturer) in lad # 6. It is reported that the relevant stent was dilated 3 times with the stent delivery system balloon and no issues were observed during deployment. Post-dilatation was performed with a balloon catheter and the procedure was completed with no issues reported. Few hours post implant, a stent thrombosis event was confirmed with the relevant endeavor rx drug-eluting stent. Poba was performed. The patient is reported to be in remission and no other sequelae were reported. The cine images provided, confirmed the complete occlusion in the previously deployed stent. Flow was restored, post angioplasty being completed. The physician commented that the post deployment, the endeavor rx drug-eluting stent was well dilated and that no difficulties were encountered during deployment. It was confirmed that the patient had been taking antiplatelet medication; however, it could not be confirmed if the patient had any resistance to the medication, as it was stated that resistance test was not performed. The physician commented as follows: "because of the thrombotic lesion, any stent would result the same, there is no problem with the relevant device". The foreign endeavor rx instruction for use advice that the use of the endeavor rx drug eluting coronary stent is contraindicated in patients with a recent acute myocardial infarction. Review of the test results of the drug coating for this batch of product confirms that all testing passed specification requirements. Based on the information available, the device had not been identified as the root cause of the stent thrombosis. The root cause of the event was an inherent risk of the procedure and was most likely related to the patient condition.

Manufacturer narrative:
(Secondary intervention: poba). Evaluation: cd review. Results: stent thrombosis. 100% stenosis. Use of endeavor rx drug-eluting stent is contraindicated in patients with a recent ami. Conclusion: 100% stenosis.